Manufacturer narrative:
Correction: the patient's abutment was not exchanged during procedure in (B)(6) 2012; as previously reported. This report is filed (B)(4) 2013. Implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure in (B)(6) 2012 (date not specified) to remove excess skin from around the abutment. The patient was also prescribed a course of antibiotics (type not reported.) Additionally, during this procedure, a longer abutment was placed.

Manufacturer narrative:
(B)(4)